Event description:
Recipient is bilaterally implanted. Starting in (B)(6) 2018 testing has shown affected channels for the left side device. No trauma or accident was reported. On (B)(6) 2019 recipient was advised to stop using the audio processor and when recipient was seen for integrity test on (B)(6) 2019 parents reported that recipient had been vocalizing more, had been more relaxed around loud sounds and had seemed more confident with listening and speaking since the left processor has been kept off only using the right side device. It seemed that recipient was hearing better with the left processor off. Recipient has a significant language delay and was not a great reporter in the sound booth. According to the audiologist recipient was making more intelligible vocalization during this appointment than ever in the past. The user was re-implanted on (B)(6) 2019.